Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when they opened the packet, the green part was bent. The package was not damaged on the outside. Additional information was received on march 16, 2018. After opening package and passed into sterile field and it was noticed by the scrub nurse. A second angio-seal device was opened and deployed without incident. There was no blood loss. The component that was referred to as the "sheath" was the portion of the angio-seal device which is passed over the guidewire after the exchange sheath is removed. It is unknown if the bypass tube was still attached when opened.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One 6fr angio-seal evolution device was received for product evaluation. The returned components were subjected to visual analysis. The device was received in the header bag with all accessory components. The header bag was already open. There were no anomalies with the hemostatic sheath. The angio-seal evolution carrier tube assembly was in a partially opened poly foil pouch. The device was inside of the device tray. There was blood like substance present. The poly foil pouch was then pulled completely apart revealing the entirety of the angio-seal carrier tube assembly. There was no bypass tube present at the distal end of the carrier tube assembly. The anchor and collagen were completely exposed. The collagen appeared swollen in the carrier tube assembly. The poly foil pouch was inspected for the presence of the bypass tube. No bypass tube was found. Based on the returned device, the complaint could be confirmed for a detached bypass tube. The IFU states: "using sterile technique, remove the angioseal device from the foil package by opening the end with the arrow indicator, taking care to pull the foil seal apart completely before removing the angioseal device." There is no evidence that this event was related to a device defect or malfunction. Based on the condition of the returned device, the IFU appeared to not be followed.